Event description:
Manufacturer reviewed x-rays received and a gross lead fracture was found. Cause of the lead fracture is unknown. Patient is scheduled for revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.